Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using a powerport isp m.r.I. Device. During the procedure, it was reported that the wire allegedly became caught at the tip of the injectable component and could not be extracted. There was no reported patient injury.

Manufacturer narrative:
H11: additional information was received from the investigation, and the file was reassessed for reportability. Based on the investigation findings, the reported allegation was determined to be no longer reportable. However, since an initial MDR had already been submitted, the file will remain classified as a malfunction. B5, h6 (device). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using powerport isp m.r.I. During the procedure, it was reported that the wire allegedly got caught in the tip of the injectable and could not be extracted. There was no reported patient injury.